Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer immediately went to drawer seven in the auxiliary chassis and removed it. Fse then removed the broken full-height rail and replaced it. After completing the repair, the drawer was reinstalled in the auxiliary chassis. The pyxis bus cable was reconnected, and the station was restarted. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 failed to stay close. The customer rebooted the station but still issue persist. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.